Event description:
It was reported that there was a leak from the patient line during initial drain. The hp stated that there was a hole in the patient line. The hp had started over with new supplies and was able to continue with therapy. No patient injury or medical intervention was indicated in association with this report. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not available for evaluation. Should additional relevant information become available, a supplemental report will be submitted.